Manufacturer narrative:
The batch record review for radiesse, lot a00107240, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00107240) and no similar events were noted. Assessment by merz: localization of the event was not provided but local relationship can be assumed based on the wording of this report. The reported event occurred in a compatible temporal relationship. Angioedema is expected based on currently valid EU MDR IFU leaflet of radiesse. Angioedema is an area of swelling of the lower layer of skin and tissue just under the skin or mucous membranes. The swelling may occur in the face, tongue, larynx, abdomen, or arms and legs. The underlying mechanism typically involves histamine or bradykinin. Possible confounding factors includes previous injection with resilient hyaluronic acid, but very sparse information was provided. However, the reported reaction can occur after the treatment with radiesse. Therefore, causality for the event is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 08-jul-2025: this case was upgraded to serious. The events trismus, injection site injury, injection site mass, injection site pruritus, injection site pain, injection site warmth, injection site erythema and median nerve injury were added. The events occurred in compatible temporal relationship. No precise information was provided on the localization of the events injection site injury, injection site mass, injection site pruritus and injection site pain so that a local relationship can only be assumed. The events injection site erythema and median nerve injury occurred in an incompatible local relationship. Injection site warmth is a systemic event. Trismus is unexpected whereas injection site injury, injection site mass, injection site pruritus, injection site pain, injection site warmth, injection site erythema and median nerve injury are expected based on currently valid EU MDR IFU leaflet of radiesse. The reported arthromyalgia was considered as a consequence of the reported myopathy, which was considered as secondary to cortisone treatment. The reported spondylosis was considered as related to myopathy. The reported swelling was considered as a symptom of the event angioedema (serious). Strong confounding factor includes the concomitant injection with rha 1 into the décolleté and rha 3 into the nasolabial folds. However, a contributory role of radiesse cannot be excluded with certainty, as it is difficult to assess which product or whether possibly all three products have caused onset of the events. In this case, the patient received comprehensive treatment with resolving outcome. Based on the information provided, causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. Causality for the added events trismus, injection site injury, injection site mass, injection site pruritus, injection site pain and injection site warmth is assessed as possibly related to the treatment with radiesse. Causality for the added events injection site erythema and median nerve injury is assessed as unlikely related to the treatment with radiesse based on incompatible local relationship. The case is upgraded to serious with the serious event angioedema as treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to receipt of follow up information on 27-aug-2025: based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse and causality for the events injection site erythema and median nerve injury remains unchanged as unlikely related to the treatment with radiesse. This case remains as serious with the serious event angioedema because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from an italian physician and concerns a female patient. The patient was injected with radiesse 1.5 ml into the cheeks, on (B)(6) 2024. Batch number was reported as a00107240 (expiry date: 28-feb-2025). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00107240 (expiry date: 28-feb-2025). A lot search in the global safety database was conducted. She was treated with resilient hyaluronic acid (reported as rha). On (B)(6) 2024, seven days after the radiesse 1.5 ml injection, the patient experienced an angioedema. The patient went to the emergency room and was treated by different specialists. The outcome of the event was unknown. Follow-up information was received on 08-jul-2025: this case was upgraded to serious. The events trismus, injection site injury, injection site mass, injection site pruritus, injection site pain, injection site warmth, injection site erythema and median nerve injury were added. The patient was concomitantly injected with 1 ml of resilient hyaluronic acid (reported as rha 1) into the decollete, and with 1 ml of rha 3 into the nasolabial folds, using retrograde linear technique and the needle supplied in the box, on (B)(6) 2024. On (B)(6) 2024, seven days after the radiesse 1.5 ml injection, the patient experienced angioedema, swelling of the bilateral cheeks and eyelids, heat, pain, trismus, facial oedema with vesicle eruption, lip and tongue oedema, bilateral swelling of the face, erythema of the decollete, masses, arthralgia, possible myopathy, signs of focal impairment on the median nerve, skin itching, asymmetrical arthromyalgia. Swelling was more important on the left side of the bilateral cheeks and eyelids. Trismus prevented mouth examination during the consultation. Blood tests were performed showing neutrophilic leukocytosis. Other indicators, including c-reactive protein (reported as crp) were within normal limits. During the consultation, a suspected reaction to filler was diagnosed. The patient was treated with corticoids, cortisone, antihistamines, antibiotic, and proton pump inhibitor (reported as ppi). Symptoms were improving and the patient was discharged. One day after, the patient experienced a new occurrence of facial oedema with vesicle eruption. The patient received a new dose of corticoids and antihistamines. The symptoms slightly improved. The patient was discharged, and it was recommended to continue the therapy. Approximately seven days after initiating the antibiotic therapy, the patient experienced lip and tongue oedema which appeared during the night and regressed after taking a further dose of prednisone. The patient then stopped taking the antibiotic treatment. Two months later, the patient presented bilateral swelling of the face of mild intensity and erythema of the decollete. Masses were also reported probably due to injected product. The exact location of the masses was not reported. Concurrently with the onset of facial edema, the patient also reported an onset of arthralgia in the elbows and knees. The therapy with prednisone and antihistamines was ongoing. Allergology, ear, nose and throat (reported as ent), and dermatological examinations were not conclusive. Blood tests were performed, which showed persistent neutrophilic leukocytosis and persistent increase in crp. Patch tests for teosyal and radiesse 1.5 ml products were negative. However, the patch test for amoxicillin was positive. Immunologist concluded that a facial edema temporally correlated to the radiesse 1.5 ml injection. The patient took 1 tablet of rupafin a day for 3 months, with benefit to the symptoms. Additional exams were performed. In 2025, an x-ray exam showed modest signs of diffuse spondylosis. In 2025, a rheumatological visit was performed and a possible myopathy secondary to angioedema and steroid intake was diagnosed. Vitamin supplementation was recommended. In 2025, an electromyography (reported as emg) revealed signs of focal impairment on the median nerve at the wrist. In 2025, the patient reported persistence of mild angioedema on an almost daily basis. In 2024, she stopped steroids and mild diffuse skin itching persisted. She also reported persistent asymmetrical arthromyalgia. The patient was recommended to continue with a follow-up and rheumatological diagnostic procedure. In case of intense arthromyalgia, she was recommended to take one tablet of etoricoxib chronic antihistamine therapy a day, in cycles of 20 days per month. The injector concluded that a delayed oedema reaction, becoming chronic into angioedema, and that both radiesse 1.5 ml and teoxane products were considered as potential triggers. At the time of this report, the symptoms were resolving. Only a slight transient swelling remained. Due to the provided information, the outcome of the event was considered as resolving (changed from unknown). In the opinion of the reporter, the event was of severe intensity. Follow-up information was received on 27-aug-2025: one vial of radiesse 1.5 ml was injected using a 25 g cannula, half a vial on each side of the cheek. One vial of rha3 and rha1 was injected, using a needle. Rha1 was also injected into the bunny lines. She was previously injected with two sessions of rha 1 hyaluronic acid into her decollete, one vial per session, in (B)(6) 2024, with no side effects. The patient stated she was not taking any medications at the time of the injection. She had no known allergies, either present or in the past. On (B)(6) 2024, 8 days after the radiesse 1.5 ml injection, the patient experienced side effects. The side effects manifested itself after 9 to 10 days, with swelling of the face, neck and decollete. On (B)(6) 2024, early in the morning, the patient went to the emergency room and was given the medications. The medications administered were deltacortene, zyrtec, and augmentin. An allergist saw the patient, performed allergy tests, which revealed an allergy to amoxicillin. All three injected products were also tested, but the patient did not develop an allergic reaction to any of them. She was also examined by a dermatologist, a rheumatologist, a dentist, an ear, nose and throat (reporter as ent) specialist, and an immunologist. Until the patient updated the physician on her situation in (B)(6) 2025, no specialist made a diagnosis. No one identified the immune reaction that developed about a week after the injection (as reported). No further treatments were performed. Since (B)(6) 2025, she did not update the physician on her situation, and she stopped responding. The situation stabilized. The swelling completely resolved. In the last photography she sent, a slight swelling was still visible. The severe swelling only occurred in the first few days of (B)(6), after the side effect appeared. However, the patient wanted to find out what type of reaction she had to the filler, and was very worried about being allergic to something and risking anaphylactic shock in the future. She took cortisone until the end of (B)(6) 2024. She had no further episodes of significant edema until (B)(6) 2025. In the last photography she sent, the edema did not completely subside. She had periods of improvement and recurrence of the edema, but never to a significant extent. The outcome of the events remained unchanged. In the opinion of the reporter, the combination of the products caused the side effect.

Manufacturer narrative:
The batch record review for radiesse, lot a00107240, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00107240) and no similar events were noted. Assessment by merz: localization of the event was not provided but local relationship can be assumed based on the wording of this report. The reported event occurred in a compatible temporal relationship. Angioedema is expected based on currently valid EU MDR IFU leaflet of radiesse. Angioedema is an area of swelling of the lower layer of skin and tissue just under the skin or mucous membranes. The swelling may occur in the face, tongue, larynx, abdomen, or arms and legs. The underlying mechanism typically involves histamine or bradykinin. Possible confounding factors includes previous injection with resilient hyaluronic acid, but very sparse information was provided. However, the reported reaction can occur after the treatment with radiesse. Therefore, causality for the event is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 08-jul-2025: this case was upgraded to serious. The events trismus, injection site injury, injection site mass, injection site pruritus, injection site pain, injection site warmth, injection site erythema and median nerve injury were added. The events occurred in compatible temporal relationship. No precise information was provided on the localization of the events injection site injury, injection site mass, injection site pruritus and injection site pain so that a local relationship can only be assumed. The events injection site erythema and median nerve injury occurred in an incompatible local relationship. Injection site warmth is a systemic event. Trismus is unexpected whereas injection site injury, injection site mass, injection site pruritus, injection site pain, injection site warmth, injection site erythema and median nerve injury are expected based on currently valid EU MDR IFU leaflet of radiesse. The reported arthromyalgia was considered as a consequence of the reported myopathy, which was considered as secondary to cortisone treatment. The reported spondylosis was considered as related to myopathy. The reported swelling was considered as a symptom of the event angioedema (serious). Strong confounding factor includes the concomitant injection with rha 1 into the décolleté and rha 3 into the nasolabial folds. However, a contributory role of radiesse cannot be excluded with certainty, as it is difficult to assess which product or whether possibly all three products have caused onset of the events. In this case, the patient received comprehensive treatment with resolving outcome. Based on the information provided, causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. Causality for the added events trismus, injection site injury, injection site mass, injection site pruritus, injection site pain and injection site warmth is assessed as possibly related to the treatment with radiesse. Causality for the added events injection site erythema and median nerve injury is assessed as unlikely related to the treatment with radiesse based on incompatible local relationship. The case is upgraded to serious with the serious event angioedema as treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from an italian physician and concerns a female patient. The patient was injected with radiesse 1.5 ml into the cheeks, on (B)(6) 2024. Batch number was reported as a00107240 (expiry date: 28-feb-2025). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00107240 (expiry date: 28-feb-2025). A lot search in the global safety database was conducted. She was treated with resilient hyaluronic acid (reported as rha). On (B)(6) 2024, seven days after the radiesse 1.5 ml injection, the patient experienced an angioedema. The patient went to the emergency room and was treated by different specialists. The outcome of the event was unknown. Follow-up information was received on 08-jul-2025: this case was upgraded to serious. The events trismus, injection site injury, injection site mass, injection site pruritus, injection site pain, injection site warmth, injection site erythema and median nerve injury were added. The patient was concomitantly injected with 1 ml of resilient hyaluronic acid (reported as rha 1) into the decollete, and with 1 ml of rha 3 into the nasolabial folds, using retrograde linear technique and the needle supplied in the box, on (B)(6) 2024. On (B)(6) 2024, seven days after the radiesse 1.5 ml injection, the patient experienced angioedema, swelling of the bilateral cheeks and eyelids, heat, pain, trismus, facial oedema with vesicle eruption, lip and tongue oedema, bilateral swelling of the face, erythema of the decollete, masses, arthralgia, possible myopathy, signs of focal impairment on the median nerve, skin itching, asymmetrical arthromyalgia. Swelling was more important on the left side of the bilateral cheeks and eyelids. Trismus prevented mouth examination during the consultation. Blood tests were performed showing neutrophilic leukocytosis. Other indicators, including c-reactive protein (reported as crp) were within normal limits. During the consultation, a suspected reaction to filler was diagnosed. The patient was treated with corticoids, cortisone, antihistamines, antibiotic, and proton pump inhibitor (reported as ppi). Symptoms were improving and the patient was discharged. One day after, the patient experienced a new occurrence of facial oedema with vesicle eruption. The patient received a new dose of corticoids and antihistamines. The symptoms slightly improved. The patient was discharged, and it was recommended to continue the therapy. Approximately seven days after initiating the antibiotic therapy, the patient experienced lip and tongue oedema which appeared during the night and regressed after taking a further dose of prednisone. The patient then stopped taking the antibiotic treatment. Two months later, the patient presented bilateral swelling of the face of mild intensity and erythema of the decollete. Masses were also reported probably due to injected product. The exact location of the masses was not reported. Concurrently with the onset of facial edema, the patient also reported an onset of arthralgia in the elbows and knees. The therapy with prednisone and antihistamines was ongoing. Allergology, ear, nose and throat (reported as ent), and dermatological examinations were not conclusive. Blood tests were performed, which showed persistent neutrophilic leukocytosis and persistent increase in crp. Patch tests for teosyal and radiesse 1.5 ml products were negative. However, the patch test for amoxicillin was positive. Immunologist concluded that a facial edema temporally correlated to the radiesse 1.5 ml injection. The patient took 1 tablet of rupafin a day for 3 months, with benefit to the symptoms. Additional exams were performed. In 2025, an x-ray exam showed modest signs of diffuse spondylosis. In 2025, a rheumatological visit was performed and a possible myopathy secondary to angioedema and steroid intake was diagnosed. Vitamin supplementation was recommended. In 2025, an electromyography (reported as emg) revealed signs of focal impairment on the median nerve at the wrist. In 2025, the patient reported persistence of mild angioedema on an almost daily basis. In 2024, she stopped steroids and mild diffuse skin itching persisted. She also reported persistent asymmetrical arthromyalgia. The patient was recommended to continue with a follow-up and rheumatological diagnostic procedure. In case of intense arthromyalgia, she was recommended to take one tablet of etoricoxib chronic antihistamine therapy a day, in cycles of 20 days per month. The injector concluded that a delayed oedema reaction, becoming chronic into angioedema, and that both radiesse 1.5 ml and teoxane products were considered as potential triggers. At the time of this report, the symptoms were resolving. Only a slight transient swelling remained. Due to the provided information, the outcome of the event was considered as resolving (changed from unknown). In the opinion of the reporter, the event was of severe intensity.